Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient was experiencing adjust/check belt and check te pad messages.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt, check te pad messages) was isolated to an open pulse wire in the cable connecting the distribution node (dn) and to the rear therapy electrodes, causing intermittent failures. The belt was unable to complete a falloff test. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.